Event description:
During a gastric bypass procedure, the device produced an incomplete staple line. The first and second reloads were all right. Third reload, was correctly placed but tissues were out of jaws during the firing. Total section but staple only at the beginning (distal staples stayed in the reload) procedure time was extended, but not specified as to how long. Case completed via manual suture and mechanic suture. One device is returning.